Event description:
Information was received indicating that a smiths medical medfusion pump had a battery replaced by smiths medical's onsite team on (B)(6) 2020. It was reported that the pump displayed "battery depleted" and shut down without giving any low battery advisory before shutting down. The pump was running for several hours on battery power prior to shut down. The issue occurred during removal/at the end of therapy and there was no patient or clinical injury.